Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and identified no failure. Therefore, the reported condition was not confirmed and assignable root cause was not determined. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is event 1 of 2 the same event. It was reported that during an unspecified surgical procedure, it was observed that the motor device overheated while in use with an attachment device. According to the reporter, even though the motor device was getting too hot it did not affect the procedure in any way. There reporter was unsure which one of the attachment devices was used with the motor device at the time of the event. There were no delays in the surgical procedure. A spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
It was reported in the initial report that it was unknown which attachment device was used with the motor device that overheated during an unspecified surgical procedure. However, evaluation of five attachment devices returned by the customer determined that four of the five attachment devices passed all operational specifications where there was no failure identified except for the pediatric craniotome device. Evaluation determined that this device had a drilled neuro-tip. This failure was determined to have contributed to the reported condition of overheating. The concomitant section has been updated to reflect this device used with the motor device during surgery. If additional information should become available, a supplemental medwatch report will be sent accordingly.